Event description:
The customer reportedly noted during a preoperative check of the equipment that the bag-to-vent switch was broken. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The year of device manufacture is 1999. The month could not be determined.